Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. It is possible that high-energy endo therapy accessories (laser, high frequency, etc.) Were used without ensuring sufficient distance from the tip. The event 1 is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection. Chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had¿a burned distal end plastic cover. The issue was found during service/maintenance. There were no reports of patient involvement.